Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving fentanyl (2500 mcg/ml at 1249.1 mcg/day) via an implanted pump. The indication for pump use was spinal stenosis and non-malignant pain. It was reported that on 28-dec-2016 the pump logs indicated that the pump stalled on (B)(6) 2016 at 10:36 with a motor stall recovery occurred message the same day at 13:49. The pump stalled again on (B)(6) 2016 at 08:49 with no motor stall recovery message in the logs. The estimated eri (elective replacement indicator) for the pump was 13 months. There was no MRI or other emi to explain the stalls. No patient symptoms were reported. Pump replacement was planned, but not yet scheduled. The issue was not resolved at the time of the report. The patient status was reported as ¿alive ¿ no injury¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.